Manufacturer narrative:
(B)(4).

Event description:
The pt fell. Following the fall, the pt experienced increased pain. It was noted the pt did not experience signs or symptoms of withdrawal after the fall. Pump dosage increases were not successful in reducing the pain symptoms. Surgery was performed (B)(6) 2010. The pump pocket site was opened and the pump was disconnected from the catheter. "Excellent" csf flow was noted. Therefore, it was believed (not confirmed) there was some kind of kink or the sc (sutureless connector) was moved slightly during the pt's fall and caused an occlusion. The sc and catheter were reconnected. The cap (catheter access port) was checked for csf and found to have good flow. Add'l info has been requested, but was not available as of the date of this report.